Event description:
During device changeout, insulation damage with visible conductors were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received partial lead was returned. The analysis found external insulation abrasion with conductor visible at 11.9 cm to 12.9 cm from the connector pin. This abrasion is consistent with friction with the ICD can.